Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7088415, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7088228, UDI: (B)(4).

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. No further information could be obtained.